Event description:
Customer reported she experienced an infection at her infusion site location which required treatment with antibiotics. Customer reported she "wasn't the best" at cleansing the infusion site prior to the infection. The alleged product was discarded and will not be returned for evaluation.